Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting error code 110b proximal pressure sensor auto zero failed. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the solenoid valves 3 and 4 to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed solenoids, x-valve (number 3 and 4) was returned to the product investigation lab (pil). The pil technician (tech) installed the solenoids into a pil ventilator to duplicate the reported issue. The solenoids were tested and the tech verified and confirmed that no alarms or fault related diagnostic codes were generated during the standard test bed (stb) operation with suspect solenoids installed into gas delivery system (gds). Pil could conclude that no problem/fault found related to returned suspect solenoids.